Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle of the sensor was broken during insertion. The customer¿s blood glucose level was 10.9 mmol/l. The customer reported that the introducer needle was not fractured in the body. Customer reports the sensor was still in the body. Customer reported that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The sensor will be returned for analysis.